Manufacturer narrative:
This issue is isolated to this one client as this specific door lock involved is only used at this client site. Therefore, notification to any other clients is not necessary. The lock was replaced, and a software modification was made to reduce the amount of force that can be exerted by the tray mover motor on august 9, 2021. Cerner corporation considers this issue to be resolved and no further narrative is required for follow-up.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's labotix ®, nor are these products currently actively regulated by the FDA. The issue involves cerner millennium cerner's labotix ® and affects users that utilize the automated storage manager (asm) to store laboratory specimens after testing. In cerner labotix ®, the asm failed to detect an existing tray in the storage space and attempted to place another tray in the occupied space. Because of this, the access door was forced open and the physical door lock mechanism broke away. This caused a tray of capped specimens to fall the floor. User safety could be adversely affected as the door or the tray could have hit a user causing physical harm. In addition, if any specimen tubes had broken and splashed on the user, a biohazard safety could have occurred. This issue could result in serious user injury. Cerner has not received communication on any user injury as a result of this issue.